Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 19, 2026 was filed inadvertently. No device explantation or serious injury has occurred.

Event description:
Per the clinic, the patient device was explanted on (B)(6) 2026 for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.